Event description:
During the procedure, the balloon of the cypher select plus stent had difficulty inflating. No cracks or leakages were detected on the hub or anywhere else. After five minutes of difficulty attempting to inflate the balloon, the physician decided to inject a very high pressure (atm unknown). At this point, the balloon inflated and the stent was successfully deployed. Due to the high pressure, the physician injected the balloon burst. There was no patient injury.

Manufacturer narrative:
This device (B)(4) is distributed outside the united states; however, it is similar to the united states product cxs 18300. The product is available for analysis. Additional information will be submitted within thirty days upon receipt.